Event description:
Caller reported that time on pump kept changing unexpectedly and was currently 7 minutes behind. Blood glucose levels remained unaffected, with values not surpassing 500 mg/dl or dropping below 54 mg/dl. Technical support planned to review logs, leaving the case open for further follow-up with the customer.